Manufacturer narrative:
D10 concomitant products: unk emprint ant, emprint antenna ; unk ewc, extended working channel; cagen1, cagen1 ablation generator x1 (sn:(B)(6) ); aas00161-36, aas00161-36 superd navigation systemx1 (sn:(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on post operative ablation procedure, the patient had left plural effusion. Left pleural seldinger drain inserted. X-ray was done and the patient had prolonged hospitalization. The site related assessment indicates the adverse event was not device related but has probable relation to the study procedure.